Event description:
In 1999, paravalvular leak was demonstrated on tte. In 2000, the patient had developed severe paravalvular leak causing hemolysis. A third surgery was recommended; however, due to the patients "deteriorated: condition, the patient is being treated medically for their symptoms. This valve was initially implanted following an attempt to repair the patient's incompetent native mitral valve.